Event description:
Information received by medtronic indicated that the insulin pump alarm several signal .no harm requiring medical intervention was reported. The customer will continue use of the device.

Manufacturer narrative:
(B)(4). S/w version 4.11d. Retainer ring = clear. Customer returned pump for alleged unspecified alarm found on (B)(6) 2021. Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, sleep current test, active current test, and self test. Test p-cap and reservoir locked properly into reservoir compartment during testing. Unit successfully downloaded to thus. Confirmed in the pump history download the pump alarmed pump error 4 on 05/11/2019 at 06:00:01.000 and pump error 63 variable 15 on 05/11/2019 at 06:00:01.000 due to hardware error isolated to electronic assembly. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked retainer, and minor scratches on lcd window. In summary, customer allegation for unspecified alarm was confirmed; pump error 63 and pump error 4 was confirmed in pump downloaded history due to hardware error isolated to electronic assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.